Event description:
It was reported that the insulin gauge was inaccurate. Customer continued using the existing cartridge with the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.